Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported difficult leaflet grasping and capture was due to a combination of anatomical and visualization challenges; therefore, due to procedural conditions. The reported tissue damage was due to the reported difficulty grasping as the posterior leaflet reportedly became damaged during leaflet grasping attempts. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted patient had thin/friable leaflets, a posterior prolapse, a small flail at p2/p3 and a rotated heart. Due to the rotated heart, imaging was challenging. An xtw clip was inserted and grasping was attempted. However, there were difficulties grasping and capturing the leaflets. It was then observed that due to the difficult grasping, the posterior leaflet became damage. The clip was repositioned, and grasping was again performed. The leaflets were able to be captured; therefore, the clip was deployed on the mitral valve, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.